Manufacturer narrative:
The digital diagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the detector was dropped. The device was in clinical use and there was no harm to patient or user. Remote service engineer (rse) performed analysis and concluded that the detector had been dropped. Checked the log files and re-calibration the detector, after the calibration, the system was functioning properly. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped. The device was in clinical use and there was no patient or user harm.